Manufacturer narrative:
Db2: pro code (product code): dqy.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was moderately tortuous and severely calcified. A 6.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced for a shunt percutaneous transluminal angioplasty procedure. During treatment, the device was joint together with a .035 guidewire. Both devices were removed as a single unit. No damage was noted on the balloon and was replaced with another of the same model to complete the procedure. No complications were reported, and patient status was stable.